Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The questions around markers and episode storage reviewed as part of the tech service call were resolved and no clear issues were identified.

Event description:
It was reported that the device was sensing vs markers after a short non-sustained tachycardia run, and there was a question as to whether or not this was appropriate device behavior. The device is still in use. No patient complications have been reported as a result of this event.